Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the cartridge was reloaded to address the issue and insulin delivery was resumed. Customer's blood glucose was 535 mg/dl. Customer reloaded the cartridge with proper loading techniques and drank water to address the blood glucose.